Manufacturer narrative:
Batch review performed on 31-may-2021: lot 2010842: (B)(4) items manufactured and released on 26-oct-2020. Expiration date: 2025-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch review performed on 31-may-2021: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m (k112115) lot 2009403: (B)(4) items manufactured and released on 05-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and a hematoma 1 month after the primary surgery. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.